Manufacturer narrative:
On (B)(6) 2017, a field service engineer ( fse) arrived at the site to clean the sample nozzle, correct dilution parameters, and to perform recalibration after repair. Afterwards, the customer ran their quality controls (qc) and controls and all were within range. The aia -2000 was functioning as intended. No further action required by field service. The probable cause of the event was related to fault/failure of the sample nozzle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 a customer reported high controls with tpoab on their aia-2000. On (B)(6) 2017 and (B)(6) 2017, a field service engineer (fse) was dispatched after follow up calls from ts but did not resolve the issue despite attempts at recalibration and control recovery.